Manufacturer narrative:
Manufacturer's investigation conclusion: the reports that the patient experienced decreased battery support time while operating on battery power, and reduced voltage values, while the system was operating on a power module, were confirmed via the review of the log file submitted with this complaint. The low voltage alarms and reduced voltage readings were associated with the supply voltage and the battery fuel gauge (rsoc) signal levels via the black and the white power cables. Based on the additional information received from vad coordinator, the reported issues were resolved when the controller (B)(4) was exchanged for a patient's backup controller. The reduced voltage values and a decreased battery support time could be related to compromised conductors within the system controller's power cables; however, a direct relationship could not be determined without an evaluation of the suspected component. Per vad coordinator, the controller (B)(4) will not be returned for further analysis. As the system controller is unavailable for analysis, the exact cause of the controller's failure related to the reported events could not be conclusively determined. As the system controller (B)(4) will not be returned for the evaluation, this complaint file will be closed with no further actions. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user to always connect fully charged batteries to the system. This section also provides details on how to check the battery status either on the battery or by using the battery charger. Instructions on how to properly charge the batteries are included in this section as well. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing decreased battery times with any battery connected to the black cable. It was noted that the battery clips were clean. Log file analysis observed low supply voltage when connected to the power module. It appeared that there was an intermittent connection issue between the batteries and battery clips. The system controller was exchanged and there were no further issues.